Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in the non-tortuous and mildly calcified vessel. A 6.0 x40 40cm gladiator elite balloon catheter was advanced for dilatation and inflated several times. However, during the tenth inflation at 20 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in the non-tortuous and mildly calcified vessel. A 6.0 x40 40cm gladiator elite balloon catheter was advanced for dilatation and inflated several times. However, during the tenth inflation at 20 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. The device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A balloon longitudinal tear was identified beginning approximately 5mm distal to the distal edge of the proximal markerband and extending approximately 32mm distally across the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination found no issues with the markerbands or tip of the device that could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were noted with the device during analysis.